Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a calibration error occurred, and low blood glucose level of 50 mg/dl. No symptoms were noted, and the customer self treated with glucose tablets. The customer reported issues occurred after their sensor was changed. Troubleshooting was not completed for low blood glucose levels, but was for the sensor. A replacement sensor will be sent. The insulin pump will not be returned for analysis.